Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and patient death occurred. The 99% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a non-bsc 2.5x10mm, inflated to 12 atm for 30 seconds. A 2.5x23mm non bsc stent was implanted in mid lad, to address the in-stent restenosis of a 2.5x13mm non-bsc stent. A 2.75x28mm taxus express2 drug eluting stent was deployed at 16atm in the proximal lad. The lesion contained a previously deployed 2.5x18mm non-bsc stent. The taxus stent was post-dilated with a 2.5x10mm non bcs balloon, inflated twice to 16.23 atm. These stents were implanted overlapping, covering the lesion completely. Medications given: heparin, nitroglycerin, ticlopidine, and aspirin. The physician confirmed with ivus that these stent placements were well positioned and well apposed. There was no dissection, perforation and gap. The patients condition was good and he was discharged from the hospital 3 days later. Five days post the initial procedure, the patient presented with chest pain, st segment elevation, and was in cardiogenic shock. The physician confirmed a thrombosis near the proximal edge of the taxus stent. The thrombosis was aspirated using 2 different non-bsc extraction catheters. Urokinase was injected into the lesion. The lesion was dilated with a non-bsc balloon. The thrombosis was removed completely, and timi grade was 3. The procedure was completed. However, the patient was moved to the patients room with an intra-aortic balloon pump (iabp) and a percutaneous cardiopulmonary support system (pcps) connected to the patient as the patient did not recover from the cardiogenic shock. Eight days post the initial procedure the patient died. The cause of death was myocardial infarction complicated cardiogenic shock.